Manufacturer narrative:
Unit recognize the reservoir with no reservoir in place. Problem isolated to motor assembly. Unable to perform testing or confirm insulin flow blocked alarm due to motor anomaly.

Event description:
The customer reported via phone call that the piston was malfunctioning in the insulin pump. The customer's blood glucose was 210 mg/dl at the time of incident. Troubleshooting was performed and the customer stated that the piston did not move during displacement test. The insulin pump was returned for analysis.